Manufacturer narrative:
Review of the provided data confirmed the reported event: ¿microport¿ does not appear on the ¿manufacturer¿ drop-down list on patient window and is replaced by ¿null¿. A software bug has been identified in the reply module of smartview (reply, kora, esprit and eno devices families). This issue is caused by a change in a software tool used to integrate the translation. Indeed, this tool does not manage keys and the ¿microport¿ ID is ¿ela médical, causing an unrecognized case. Therefore, ¿null¿ is displayed instead of ¿microport¿ there is no safety issue related to this event. It is only a display issue. This software bug will be corrected on the smartview version 3.22.

Event description:
Reportedly, on (B)(6) 2025, it was not possible to choose "microport crm" as manufacturer on the patient screen. The smarttouch tablet is on 3.20.